Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp and observed the reported issue. The fse replaced the helium o-ring at the tank-cart junction, sealed the o-ring with high vacuum grease, and tightened the helium transducer line at the tank connection. After repairs were performed, the unit helium leak test passed. The fse then performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) would not hold a charge of helium. It was later clarified that there was a helium leak. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) would not hold a charge of helium. It was later clarified that there was a helium leak. There was no patient involvement, and no adverse event reported.